Event description:
Spontaneous call from pt, pt cadd ms3 sn (B)(4) due 03/04/2020. Internal battery died, was asking pt for pass-code. Pt was in the process of changing pumps. She has functioning backup pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.